Event description:
The customer reported, "workstation boot up failed." The c-arm and the workstation must both boot up in order to be functional. There is no report of patient injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.